Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. (B)(4) territory business manager states that the dealer was advised by the end user that the unit had a hot wire smell. MDR filed.